Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block sensor circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device misuse. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no harm or serious injury reported as a result of the incident.